Event description:
It was reported that this implantable pacemaker battery longevity showed 5 years remaining and patient was concerned something could be wrong with the device battery. Moreover. The patient was in touch with the health care professional (hcp) and was told that this device has been used a lot. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.